Event description:
It was reported to boston scientific corporation that a flexima biliary stent was implanted within the distal bile duct of a patient on (B)(6) 2014 as part of the (B)(4) study. The patient was randomized to the plastic stent arm. According to the complainant, the patient was diagnosed with chronic pancreatitis in 2009. The patient's chronic pancreatitis was calcific and the etiology was alcoholic. On (B)(6) 2014, patient was admitted and underwent baseline assessment of biliary obstructive symptoms and noted jaundice, dark urine, pale stools. On (B)(6) 2014, the patient underwent the initial stent placement procedure for a benign distal biliary stricture secondary to chronic pancreatitis. The stricture had previously been treated with a biliary and pancreatic sphincterotomy. Neither a biliary nor a pancreatic sphincterotomy were performed during the stent placement procedure. The 10fr x 7cm flexima biliary stent was deployed in a satisfactory position across the distal stricture. The patient was discharge on (B)(6) 2014. On (B)(6) 2014, patient was admitted to the hospital for reoccurrence of biliary obstructive symptoms. On (B)(6) 2014, assessment of biliary obstructive symptoms noted right upper quadrant pain, fever/chills, itching, and dark urine. An ercp procedure was performed and the physician noted complete distal migration of the stent. A second biliary plastic stent was placed during the procedure. The event was considered resolved as of (B)(6) 2014. The patient was discharged on (B)(6) 2014.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was implanted within the distal bile duct of a patient on (B)(6) 2014 as part of the (B)(6) study. The patient was randomized to the plastic stent arm. According to the complainant, the patient was diagnosed with chronic pancreatitis in 2009. The patient's chronic pancreatitis was calcific and the etiology was alcoholic. On (B)(6) 2014, patient was admitted and underwent baseline assessment of biliary obstructive symptoms and noted jaundice, dark urine, pale stools. On (B)(6) 2014, the patient underwent the initial stent placement procedure for a benign distal biliary stricture secondary to chronic pancreatitis. The stricture had previously been treated with a biliary and pancreatic sphincterotomy. Neither a biliary nor a pancreatic sphincterotomy were performed during the stent placement procedure. The 10fr x 7cm flexima biliary stent was deployed in a satisfactory position across the distal stricture. The patient was discharge on (B)(6) 2014. On (B)(6) 2014, patient was admitted to the hospital for reoccurrence of biliary obstructive symptoms. On (B)(6) 2014, assessment of biliary obstructive symptoms noted right upper quadrant pain, fever/chills, itching, and dark urine. An ercp procedure was performed and the physician noted complete distal migration of the stent. A second biliary plastic stent was placed during the procedure. The event was considered resolved as of (B)(6) 2014. The patient was discharged on (B)(6) 2014. Additional information received march 31, 2015: the stent used was an advanix 10fr x 7cm biliary stent. The site also reported the date of the migration to be (B)(6) 2014 and that the migration was not a result of stricture resolution. Additional information received on january 13, 2017: on (B)(6) 2014, during the stent placement procedure, the lesion was not dilated prior to stent placement. The patient did not have tortuous anatomy. The migration of the advanix 10fr x 7cm biliary stent on (B)(6) 2014 was confirmed to be a 'complete proximal migration'. Recurrence of biliary obstructive symptoms was associated to the complete proximal migration of the stent. Final diagnosis has been reported as: "stent dysfunction, cholangitis, fever." Reoccurrence of biliary obstruction symptoms was resolved as of (B)(6) 2014.

Manufacturer narrative:
Additional information: describe event or problem.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was implanted within the distal bile duct of a patient on (B)(6) 2014 as part of the (B)(6) study. The patient was randomized to the plastic stent arm. According to the complainant, the patient was diagnosed with chronic pancreatitis in 2009. The patient's chronic pancreatitis was calcific and the etiology was alcoholic. On (B)(6) 2014, patient was admitted and underwent baseline assessment of biliary obstructive symptoms and noted jaundice, dark urine, pale stools. On (B)(6) 2014, the patient underwent the initial stent placement procedure for a benign distal biliary stricture secondary to chronic pancreatitis. The stricture had previously been treated with a biliary and pancreatic sphincterotomy. Neither a biliary nor a pancreatic sphincterotomy were performed during the stent placement procedure. The 10fr x 7cm flexima biliary stent was deployed in a satisfactory position across the distal stricture. The patient was discharge on (B)(6) 2014. On (B)(6) 2014, patient was admitted to the hospital for reoccurrence of biliary obstructive symptoms. On (B)(6) 2014, assessment of biliary obstructive symptoms noted right upper quadrant pain, fever/chills, itching, and dark urine. An ercp procedure was performed and the physician noted complete distal migration of the stent. A second biliary plastic stent was placed during the procedure. The event was considered resolved as of (B)(6) 2014. The patient was discharged on (B)(6) 2014. **additional information received march 31, 2015** the stent used was an advanix 10fr x 7cm biliary stent. The site also reported the date of the migration to be (B)(6) 2014 and that the migration was not a result of stricture resolution. **additional information received on january 13, 2017** on (B)(6) 2014, during the stent placement procedure, the lesion was not dilated prior to stent placement. The patient did not have tortuous anatomy. The migration of the advanix 10fr x 7cm biliary stent on (B)(6) 2014 was confirmed to be a 'complete proximal migration'. Recurrence of biliary obstructive symptoms was associated to the complete proximal migration of the stent. Final diagnosis has been reported as: "stent dysfunction, cholangitis, fever". Reoccurrence of biliary obstruction symptoms was resolved as of (B)(6) 2014. **additional information received on february 28, 2017** the event term was updated from 'reoccurrence of biliary obstruction symptoms' to acute pancreatitis'. The reported event had an onset of (B)(6) 2014. The event of acute pancreatitis was associated to the complete proximal migration of the plastic stent.

Manufacturer narrative:
The device was not returned; therefore, a technical analysis could not be performed. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. The investigation concluded that fever, pain and stent migration are known potential complications of the metal stent placement procedure and are noted within the directions for use (dfu). Therefore, the most probable root cause classification of this investigation is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was implanted within the distal bile duct of a patient on (B)(6) 2014 as part of the e7058 (B)(4) study. The patient was randomized to the plastic stent arm. According to the complainant, the patient was diagnosed with chronic pancreatitis in 2009. The patient's chronic pancreatitis was calcific and the etiology was alcoholic. On (B)(6) 2014, patient was admitted and underwent baseline assessment of biliary obstructive symptoms and noted jaundice, dark urine, pale stools. On (B)(6) 2014, the patient underwent the initial stent placement procedure for a benign distal biliary stricture secondary to chronic pancreatitis. The stricture had previously been treated with a biliary and pancreatic sphincterotomy. Neither a biliary nor a pancreatic sphincterotomy were performed during the stent placement procedure. The 10fr x 7cm flexima biliary stent was deployed in a satisfactory position across the distal stricture. The patient was discharge on (B)(6) 2014. On (B)(6) 2014, patient was admitted to the hospital for reoccurrence of biliary obstructive symptoms. On (B)(6) 2014, assessment of biliary obstructive symptoms noted right upper quadrant pain, fever/chills, itching, and dark urine. An ercp procedure was performed and the physician noted complete distal migration of the stent. A second biliary plastic stent was placed during the procedure. The event was considered resolved as of (B)(6) 2014. The patient was discharged on (B)(6) 2014. Additional information received march 31, 2015. The stent used was an advanix 10fr x 7cm biliary stent. The site also reported the date of the migration to be (B)(6) 2014 and that the migration was not a result of stricture resolution.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Reported event stent migration post procedure. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.